Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of the device failing to pace was not confirmed in the laboratory. Test leads were attached to the device and no anomalies were found. The device sensed and paced normally. The device was tested using automated test equipment and was found to be normal.

Event description:
It was reported that a pacemaker dependant patient presented to the operating room for device changeout. During attempted implant of new device, while out of the pocket, it failed to pace. Oversensing of r waves was noted. The device was not implanted.